Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during use in an arthroscopy, when the scope was attached to the camera head, the field of view was so blurry that could not accurately make out the structures within the knee. Due to a number of issues with equipment leading up to this point, after this fault was found the case was abandoned to avoid causing harm to the patient.

Manufacturer narrative:
The reported device used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found deep distal tip and fiber damage, sunken keel, broken lens and scratched distal lens. A review of device records showed, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The complaint was confirmed. Factors that could have contributed to the reported event include an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.